Event description:
The customer reported approximately twenty (20) milliliters of reagent fluid leaked within the instrument involving the coulter act diff 12 analyzer. The operator was wearing protective gloves at the time of the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The fluid leak did not impact patient results, and there was no patient consequence. The laboratory has an exposure control/risk management plan in place. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing through pinch valve lv13 and the instrument baths drained properly. The fse replaced pinch valve lv13 as a preventive measure. The repairs were verified per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).